Manufacturer narrative:
The lot complaint history was reviewed, this was the fourth complaint for the finish goods lot; however, the first for this issue. The device history records showed the product was released per specifications. Only the cassette with the drain bag attached was returned for evaluation. Visual inspection of the returned sample found no obvious defects. Used lab stock components to replace missing items and continue testing. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from bss to the drain bag without any interfering. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that an ocular hypotony occurred and it was confirmed that there was fluid leakage from the back of the cassette during a cataract-vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. No additional information is expected.